Event description:
Customer alleged discrepant, back to back blood glucose results of 583 mg/dl, 140 mg/dl, and 172 mg/dl when testing was performed within 8 mins on the advantage system. Customer did not change treatment based on discrepant results. The location in which the testing was performed was not provided. No quality controls were performed. A request was made for the return of the suspect device and replacement product was sent.